Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025, and the estimated flow was captured decreasing to 0 liters per minute (lpm). No other events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on multiple vasopressors and had elevated central venous pressure (cvp). The patient required mechanical circulatory support (mcs) via extracorporeal membrane oxygenation (ECMO). Resuscitation was attempted. There was suspected right ventricular (rv) failure. The patient passed away on (B)(6) 2025. The pump was not explanted. An autopsy would be performed. The pump was deactivated and would not be returned. The outcome was considered to be device or therapy related. The device parameters were within normal limits for the patient. Log files were sent for review after the patient passed away. The event log captured intermittent low flow events on (B)(6) 2025 at 14:58 through 23:38 with flow noted as low as 1.4 liters per minute (lpm). These lower flows appeared to be patient related. After this time the fixed speed was dropped to 4000 revolutions per minute (rpm) that caused a low speed event and additional low flow events. The driveline was disconnected on (B)(6) 2025 at 01:27. It was noted that the patient did not have left ventricular assist device (lvad) issues from implant until sunday at 6pm. The patient's flow was consistently around 4-4.5 lpm. They started to go down the hill subsequently.